Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer reported via e-mail that the brushhead broke internally. No injury was reported.